Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, and the patient outcome could not conclusively be established through this evaluation. No further information was provided. Multiple requests for additional information, including the product return status, were sent to the customer; however, no response has been received at this time. No product available for investigation. The hmii lvas IFU lists death as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. No additional info was provided.